Event description:
In 2008, gore became aware of a possible adverse event on this patient. On the next day, gore became aware that the patient's common iliac artery was starting to dilate spontaneously. On the following month, gore became aware that a reintervention was performed to extend the gore excluder aaa endoprosthesis to the external iliac artery. The patient is doing well.

Manufacturer narrative:
The lot/serial number of the device implanted in this patient was not reported to gore, hence a review of the manufacturing paperwork was unable to be conducted.